Event description:
An infusion pump with a failure code 500.320.675.0000. The facility representative had stated that no pt incidents were reported since the last baxter service event. Although attempts were made by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.